Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their paddle lead replaced two months ago due to impedance issues (see (B)(4)) and everything seemed fine after the replacement, but then about a week later all impedances were "out". The caller was intra-op now where the ins was replaced and the paddle is showing all contacts >40k  except 13, 14 and 15. The caller had wiped down the lead and was now placing the lead in the wens where the same results were showing. The agent reviewed that impedance issues were typically not rooted in the ins and the fact that the wens and ins were showing the same results would indicate a compromised lead. The caller noted it was surprising to have two paddle leads essentially fail impedances-wise in such a short time. The agent asked and the caller indicated that the lead was not in an area where exertion/stress on the lead would be higher than expected. Imaging of the lead per caller did not point towards a damaged lead per the caller.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.